Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and chronic transvenous defibrillation lead exhibited an out-of-range shocking impedance measurement. Noise was also noted on the shock channel. The noise was reproducible. It was reported that one month earlier, the patient had received eight appropriate shocks with normal shocking impedance measurements noted.